Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at 50 mcg/day. The reason for use was intractable spasticity and post spinal cord injury. It was reported that the patient was implanted the first part of (B)(6) 2019 and stated the implant was difficult due to the patient¿s weight. They had the system explanted on (B)(6) 2019 due to infection to the lumbar catheter insertion area in the spine. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-14. It was reported that the device was not the issue, therefore it would not be returned. The patient¿s weight was reported. There were no further complications reported/anticipated.